Event description:
Called teleflex service reps. Attempted to zero fiber optic and signal for ¿no comm¿ displayed. Then attempted to switch to transducer again and console would not allow it. Attempted to unplug and re-plug in fiber optic cable. Ultimately, the console needed to be powered down and restarted. Fiber optic continued to show ¿no comm¿ but we were able to move to transducer setting and zero and then continue pumping. Console and disposable lines all sequestered for bio med review prior to returning to teleflex. Manufacturer response for intra aortic balloon, 50cc arrow balloon (per site reporter). Balloon returned to arrow/teleflex for evaluation. Pending response. Manufacturer response for intra aortic balloon pump, ac3 optimus; iap-0700 (per site reporter). Fse [field service engineer] on-site to perform functional checks to OEM [original equipment manufacturer] spec. Balloon returned to teleflex for evaluation.